Event description:
The user facility reported that the device had inconsistent output during a procedure, a condition in which the device may overdeliver or underdeliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences reported in this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device had inconsistent output during a procedure, a condition in which the device may overdeliver or underdeliver energy. The procedure was completed successfully. There was no delay, no medical intervention, and no adverse consequences reported in this event.